Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Additional PMA/510(k) number ¿ k101880.

Event description:
It was reported that the implant fractured and there was bone loss at the implant site. The implant was removed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was returned for investigation. Visual evaluation of the returned implant identified fracture at the collar. Additionally, there was bone residue around the external threads due to usage. Functional testing could not be performed since the product was fractured. Customer was noted to have moderate density (type ii) bone. The reported device had been placed on tooth #30 for approximately 6.5 years. No pre-existing conditions were noted on the product experience report (per). A device history record (DHR)review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no related complaints for this product lot. It was reported that the implant fractured and there was bone loss at the implant site. The implant was removed. The reported complaint was confirmed for the fractured. However, a definitive root cause for this complaint could not be determined for the fracture. The reported bone loss could not be verified. Bone loss: a summary investigation has been completed for bone loss events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted. The following sections have been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes.'

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: d4: unique identifier (UDI) number not applicable.